Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the second cartridge fired, twisted, tearing the tissue and leaving several open staples on the inner row closest to the blade. Had to over staple the third cartridge fired, causing minor tissue damage. Applied another cartridge and used endoclips to secure the staple line that was affected by the open staples.

Manufacturer narrative:
(B)(4).